Manufacturer narrative:
This complaint is confirmed. According to the complaint info contained in this file, "sterile seal at top of the PICC is open out of the box. This is based on the adhesive transfer bond that is found at the outer edge of the clear heard bag and tyvek lid stock. The pouch is unremarkable exhibiting no damage. At this time the mechanism of damage is undetermined. No damage to the header bag and tyvek lid stock was observed. This is not a mfg related issue. A lot history review (lhr) of rexc0550 showed no other similar product complaint(s) from this lot number.

Event description:
The sterile seal at top of the PICC is open out of the box.